Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (front panel display not glowing) was confirmed and found to be caused by a printed circuit board failure. In addition, service found dust inside the unit, and the power switch was cracked. The top cover and the front panel were scratched, the front panel was deformed, and the rear panel was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use during an unspecified procedure, the device would turn on, but the front panel display was not glowing. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue, and to correct information provided in the initial report.

Event description:
Additional information was received regarding the customer's reported issue (front panel display not glowing): the reported issue was found during a general check of the device, well before any preparation could take place. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the device problem occurred due to an unknown fault with the circuit board. Olympus will continue to monitor field performance for this device..